Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was not charging. Customer experienced low blood glucose (bg) levels that ranged between 50-59 mg/dl. Customer addressed bg levels by ingesting carbohydrates. Reportedly, the customer continued to use the pump for insulin therapy.